Event description:
The customer observed falsely elevated alinity c carbon dioxide result generated on the alinity c processing module for a patient. The sample was repeated on another instrument and normal results were obtained. The following data was provided: customer¿s reference range: 23 to 29 mmol/l. Sid (B)(6) initial result (B)(6) = >44 mmol/l. Repeated result on alternate alinity instrument (B)(6) = 25 mmol/l. Repeated result on the same alinity instrument (B)(6) =25 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c carbon dioxide result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 66642uq07 and complaint issue. The historical performance of the alinity c carbon dioxide reagent was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median results for this lot is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity c carbon dioxide reagent, lot number 66642uq07.

Event description:
The customer observed falsely elevated alinity c carbon dioxide result generated on the alinity c processing module for a patient. The sample was repeated on another instrument and normal results were obtained. The following data was provided: customer¿s reference range: 23 to 29 mmol/l sid (B)(6), initial result (B)(6) = >44 mmol/l . Repeated result on alternate alinity instrument (B)(6) = 25 mmol/l. Repeated result on the same alinity instrument (B)(6) =25 mmol/l . There was no impact to patient management reported.